Event description:
The patient was undergoing a coil embolization procedure treating an aortic arch aneurysm using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil became stuck. The ruby coil could not be advanced or withdrawn; therefore, the physician removed the lantern with the ruby coil still inside. The procedure was then completed using a vascular plug. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-00515. Section b. Box 5. Describe event or problem.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2017-00515

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00514. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating an aortic arch aneurysm using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil became stuck. The ruby coil could not be advanced or withdrawn; therefore, the physician removed the lantern with the ruby coil still inside. The procedure was then completed using a vascular plug. It was reported that the physician used an rhv and maintain continuous flush. There was no report of an adverse effect to the patient.